Event description:
It was reported that the device was used during a laparoscopic nissen fundopolication procedure. It was reported by the rep that the lcs was used for short gastric vessels and after several bites the surgeon had coagulation issues with the product, a couple of short gastrics began bleeding on both sides after being transected. The bleeding was controlled through suture placement/stitches. A new instrument was opened to complete the case. There was no pt consequence.